Event description:
The customer reported that during a pt event, following four (4) successful defibrillation shocks to the pt, the device lost power. When the device was powered back on, the device displayed "service" on the screen and was inoperable. When the reported failure occurred, the ems crew was approx two (2) mins from the local hospital, which is the reason the decision was made to continue pt care without the device, until the arrival at the hospital. The pt later expired in the hospital.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was initially unable to verify the reported failure. Physio replaced the system/memory pcb assembly due to event codes logged in the service log and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system/memory pcb assembly and was able to duplicate the reported power loss failure by observing the device to reset. The cause of the reported failure was observed to be due to damaged contacts on pins 1-8 of the pcb mounted jack connector, j3 of the system pcb assembly, which connects to the memory pcb assembly. The damaged contacts caused a poor connection between the boards, which also caused the observed event codes in the service log of the device. A clinical review of the reported event was performed and it was determined that the reported device failure did not contribute to the outcome of the pt. Effective defibrillation was provided as the pt's heart rhythm was converted to a non-shockable rhythm following the fourth defibrillation shock.